Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported he experienced an infection at his infusion site that required treatment with antibiotic pills and cream. His infusion site became red and full of pus. The alleged product has been discarded and is not available to return for evaluation.